Manufacturer narrative:
Hill-rom technical support informed the engineer that the head up valve was possibly sticking and by manually pushing the head section, the valve began functioning properly.

Event description:
Information received indicates the head up function will not work. The facilities engineer stated when she manually pushed the head section, while activating the head up switch, the bed functioned properly and has not malfunction again. The facility placed the bed back into service.